Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance of 0 ohms. The patient had pulmonary arrest at implant and no further testing was done after pocket closed. Also, noise was reported. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi). The field representative stated to provide more information on patient's follow-up appointment. No additional information is available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.